Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited failure to capture. Programming changes were suggested. No intervention was reported. There were no patient consequences.